Event description:
Edwards received information that a 27mm bioprosthetic valve required transcatheter valve-in-valve intervention in the tricuspid position due to moderate calcification after unknown implant duration in a female patient 33 years old. A 26mm transcatheter valve was implanted inside the 27mm valve successfully by transfemoral approach.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case the root cause remains indeterminable; however, patient factors such as age may have contributed to the event. Without return of the device the clinical observation cannot be confirmed. Attempts to retrieve further information is in process. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.